Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26, indicating an occlusion issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. In response, the customer administered a correction bolus using the pump, without requiring third-party assistance. The technical support team instructed the caller to perform several actions to address the occlusion, but the customer declined further troubleshooting, which prevented determining the cause. The customer continued to use the pump for insulin therapy.